Event description:
It was reported that the patient presented remotely via melin.net. It was noted that inappropriate mode switching (ams) due to far field r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. There were no patient complaints or consequences.